Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a left ventricular (lv) lead manual threshold test, intermittent t-wave oversensing (twos) was noted. No changes to programming were made as this is the only time oversensing has been seen on electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.